Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms. Blood glucose levels on the day of the call were over 400 mg/dl. Customer reported that the alarms were resolved by a complete set change. During troubleshooting, the customer was able to get insulin to exit the device. The insulin pump was not replaced or returned for analysis.